Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
There was a pocket revision on (B)(6) 2018 to explore and find out how bad the patients infection was. The physician capped both leads and then placed the pacemaker on the outside of the pocket on the patients chest. On (B)(6) 2018 the leads were laser extracted and the device was fully removed from the patient. There is no indication that a replacement system was implanted. Should additional information become available, this file will be updated.